Event description:
Superdimension was initially notified of an event via the accp interventional chest/diagnostic procedures e-community update e-mail of (B)(4) 2013 that a patient experienced bleeding and the superdimension portion of the procedure was cancelled. The patient was hospitalized overnight for observation only and was discharged home the next day. Physician reported nothing unusual was observed with the superdimension system and that bleeding is a known complication of an enb.

Manufacturer narrative:
No device was returned for evaluation. Bleeding is a known short term complication of an enb.